Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limited alarm noted. No unexpected a47 alarm anomalies noted. No unexpected crackling sound on the act button anomalies noted. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was playing soccer and afterwards the insulin pump shut completely off. The patient's blood glucose at the time of incident was 21.0 mmol/l. The battery was changed but a battery out limit alarm occurred. The alarm occurred during normal use. The caller was advised that a battery out limit alarm during normal use may indicate a loose battery cap; the caller confirmed that the battery cap was not loose. Additionally, the esc and act buttons were making a crackling sound which it did not previously make. The insulin pump will be returned and replaced.